Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the instrument was inspected prior to use and there wasn't any damage out of the ordinary. They noticed the issue when changing the instruments. They did experience issues related to opening/closing of the grips, but it unknown if there was any issues with the up/down motions of the wrist. There were not any cables protruding from the distal end of the instrument. The color of the cable was silver. Patient demographics were not provided.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.